Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available

Event description:
Revision surgery - due to pain in shoulder, limited range of motion.